Event description:
It was reported that the event occurred while in use in the cardiac cath lab (ccl). The rn stated that the patient had a 5 fr thermodilution catheter (ai-07055-h) inserted without difficulty. The ra (right atrium), rv (right ventricular), pa (pulmonary artery) and pcwp (pulmonary capillary wedge) pressures were obtained, but when the thermistor was connected to the co (cardiac output) monitor the temperature appeared only intermittently. The cable was disconnected, then reconnected with no change and co value unable to be obtained. As a result, the 5 fr catheter was removed and replaced with a 6 fr catheter. When the thermistor cable for the 6 fr was attached the temperature reading was constant and co values were obtained. The rn said the delay or interruption in therapy was less than 2 minutes to obtain co reading. There was no report of patient death or injury. No medical/surgical intervention was required. The patient outcome was the patient had no complications related to the procedure. Additional information was received on (B)(6) 2013 from the css after speaking with the rn from the ccl who was present. The rn said it was a ij (internal jugular) access and they went to the 6 fr product because they had no other 5 fr catheters in stock in the room. The rn said she had the catheter in question saved, but she was on vacation since and it was discarded, so there are no products for return and no lot number available. It was noted, the rn said they have used additional 5 fr catheters last week and have had no issue with any of them.

Manufacturer narrative:
Sample will not be returned for evaluation.